Event description:
It was reported that during a laparoscopic procedure, the tissue pad fell off the device. The tissue pad was removed from the pt body. Another device was used to complete the case. There were no adverse consequences to the pt.